Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-mar-2026, it was reported by a sales representative via (B)(4) that an ar-1204as-95 flipcutter ii broke while drilling the femoral tunnel. This was discovered during an acl reconstruction with no patient harm. The case was completed successfully, and the broken piece was retrieved from the patient.